Event description:
Patient reported the buttons on the infusion device are non-functional and she noticed this after she replaced the battery. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. Due to this, liquid entered the pump and destroyed the functionality of the button. The down button is permanently active due to an external mechanical damage. As further result of the permanently activated up button, the other buttons do not respond to commands.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.